Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified iliac vessel. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 7.0 x 40 75cm mustang¿ balloon catheter. No patient complications nor injuries were reported.